Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) . A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. Wo number: (B)(4). A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered off without shutting down. The field service engineer (fse) had previously tested the battery, replaced the communication sled, and the power supply. During this visit, the fse replaced the all-in-one board, but all storage spaces were no longer detected on the bus. The fse switched back to the original board, but the issue persisted. The fse disconnected and reconnected all storage spaces and checked the pyxis net settings, confirming they were correct, but the issue persisted. The fse attempted to resynchronize the machine, but the synchronization failed and erased the machine's settings, making the station unusable. The fse installed the pre-imaged es 1.6.1 hard drive, but the synchronization failed multiple times. After waiting some time, the fse worked with the technical support specialist (tsc) to complete the synchronization in one attempt, resolving the issue. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es assistance to resync the station. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.